Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device showed the word service across the display. This issue is indicative of a device lockup condition that could delay or prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
After additional testing, physio-control was still unable to duplicate the reported issue.  As a precaution, physio replaced both the system pcb and power pcb assemblies.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.